Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, a patient with a history significant for morbid obesity, diabetes, smoking, alcohol abuse underwent a hernia repair on (B)(6) 2004 following a gastric bypass surgery that never fully healed and led to an abdominal wall infection. It was reported that four composix kugel meshes were sewn together to complete the patient's hernia repair. Following the hernia repair, the patient had wound healing issues and multiple wound cultures showed infection. On (B)(6) 2005, the patient underwent an exploratory laparotomy and removal of portions of the previous mesh repair. It is unclear how much of the previously placed mesh was explanted during this procedure. It was noted that some of the mesh was adherent to bowel, and that those pieces were left implanted. Currently, it is unknown if the mesh may have caused or contributed to the alleged event. The patient reportedly developed adhesions, which is a possible adverse reaction stated in the instructions for use. The patient had also cultured positive for infection both before and after the mesh was implanted. While there is no indication that the mesh was the source of the reported infection, the IFU states that if an infection develops, it should be treated aggressively. It also states that an untreated infection may require removal of the prosthesis. Additionally, no sample has been returned for evaluation. With the information provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00372, 1213643-2011-00375, and 1213643-2011-00380 for information regarding the three other kugel patches implanted on (B)(6) 2004.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2004 - incisional hernia repair with four kugel patches sewn together. On (B)(6) 2005 - exploratory laparotomy, partial excision of previously placed mesh.